Manufacturer narrative:
Additional information: section d - lot number: from: 3000115025. To: 3000114164. Section d - serial number: from: (B)(6). To: (B)(6). Section d - exp. Date: from: 02/19/2023. To: 02/05/2023. Section h - manufacture date: from: 02/19/2020. To: 02/05/2020. Device evaluation: the product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and returned maquet sheath. The sheath was covering the taper end of the membrane. A catheter tubing kink was observed near the y-fitting at approximately 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the clinical settings, a kink could cause sensor failure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the patient was in the cath lab when the message "fo (fiber optic) sensor failure" appeared. The hospital staff was advised to utilize the central lumen to monitor pressure. The hospital staff achieved a good waveform and therapy continued without issue. There was no reported injury to the patient.

Manufacturer narrative:
Additional information section d - unique identifier (UDI) # from: [blank] to: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the patient was in the cath lab when the message "fo (fiber optic) sensor failure" appeared. The hospital staff was advised to utilize the central lumen to monitor pressure. The hospital staff achieved a good waveform and therapy continued without issue. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the patient was in the cath lab when the message "fo (fiber optic) sensor failure" appeared. The hospital staff was advised to utilize the central lumen to monitor pressure. The hospital staff achieved a good waveform and therapy continued without issue. There was no reported injury to the patient.